Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, after some time, the patient "developed overg rown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, the patient presented with the following pre-op diagnosis: disk herniation, l4-l5, recurrent. The patient underwent the following procedures: microscopic lumbar laminotomy and diskectomy, l4-l5 right and l4-l5 left revision; transforaminal lumbar interbody fusion with peek interbody device, rhbmp-2 and allograft chips; pedicle screw instrumentation. As per op-notes, ¿an appropriate size peek implant filled with rhbmp-2 was gently tapped into place. Anterior and lateral to the device, several bone chips and an additional sponge of rhbmp-2 was placed.¿ no intra-operative complications were reported.